Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain. The patient experienced intermittent pain the gastric area that subsided with the administration of gastric protector. The patient is not currently taking a gastric protector as instructed by her neurologist. An endoscopy was performed which revealed a decubitus ulcer from the pei tube in the area of the pylorus. The pei tube was removed to favor healing of the ulcer. It was reported that the patient is pending a follow up appointment for the placement of the pei tube.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Gastro-intestinal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.